Event description:
The manufacturer was contacted in reference to a simplygo portable oxygen concentrator device. The patient alleges that on the way home, the patient began to smell an electrical burning odor. The patient alleges the device was always on and starts to smoke. No information was reported regarding the observation of any flames or evidence of melting, warping, or any voids in the device enclosure. There was also no report of any property damage. During evaluation of the device, the simplygo sieve canister kit, inlet filter kit, and the pca was replaced/repaired.